Manufacturer narrative:
Medwatch #: 2201630000-2022-8028. (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy by hot biopsy/cautery with possible moderate sedation procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to deploy from the catheter. Several attempts were made to deploy the clip but still unsuccessful. Eventually, the clip was able to release from the catheter after manipulation of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.